Manufacturer narrative:
Bonvini, s., et al. ¿surgical infrarenal 'neo-neck'? Technique during elective conversion after evar with suprarenal fixation.¿ european journal of vascular and endovascular surgery, vol. 50, no. 2, 2015, pp. 175¿180., doi:10.1016/j.ejvs.2015.03.027. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
This information was found in journal article: wassermann, b. Et al., (2015)., "surgical infrarenal 'neo-neck' technique during elective conversion after evar with suprarenal fixation", european society for vascular surgery, vol.50, p175-178. This is a retrospective review of all consecutive patients admitted to the clinic of vascular and endovascular surgery of padova university who had undergone endovascular aneurysm repair (evar) for infrarenal abdominal aortic aneurysm(s) (aaa) between january 2001 and january 2014. Only patients treated for late elective open conversion of suprarenal fixed evar were included. Of the nine patients included in the study, four of the stents were cook zenith devices. The mean age was 68 years with eight men and one woman. One patient with a zenith flex stent graft had a type iii endoleak and had already undergone an unsuccessful endovascular attempt at iliac relining. The "zenith flex" stent had been implanted for 32 months at the time of conversion surgery. Follow-up was performed at 8 months post-operatively. The CT angiogram demonstrated that the proximal anastomosis was intact with no degeneration of the residual infrarenal aortic neck and no signs of anastomotic pseudoaneurysm. Per the article: no peri- or post-operative deaths were registered; there were no observed cases of major cardiac, renal, or pulmonary complications. This report is related to MFR. Report numbers: 1820334-2017-02282 and 1820334-2017-002283. One of the four cook zenith devices listed in this article is not sold in the united states.

Manufacturer narrative:
A review of documentation, manufacturing instructions, instructions for use (IFU), and quality control data was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. There have been numerous design verification and design validation activities performed that have shown the device meets design input requirements and user needs. The article cites a type 3 endoleak as cause for complaint but does not declare a subtype. Type iii endoleaks are caused either by a separation of the graft joint or a hole/tear in the graft. The most common causes of these types of endoleak are improper deployment, calcification, excessive ballooning pressure or defects in manufacturing which contribute to the enlarging of suture holes. Without any evidence suggesting a non-conforming device and the quality controls in place referenced above, it is highly unlikely that the failure was manufacturing related. Without information regarding patient anatomy, pre-existing conditions or ballooning pressure used, it is not possible to determine if these contributed to the failure. Per the IFU "inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return it to cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Potential adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Based on the provided information, no product returned and the investigation, and the results of our investigation; a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.